Manufacturer narrative:
(B)(4). Date sent: 1/22/2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what efforts were made to locate the broken blade during the procedure? ¿ it came off outside of the patient in the sterile field so was never ¿missing¿ was this procedure converted to an open procedure? No, new device opened are there any plans to locate the piece? It was located at the time but thrown away in the clinical waste, not returned to us was there any change in the patient care as a result of this event? No what is the current patient status? Not aware of any complications, procedure carried on as normal.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2020. D4: batch # t9479l. Investigation summary the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the harh36 ¿ ¿tip¿ broke inside the patient. No other details provided. No patient consequence reported.